Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown dialyzer had a leakage of blood which occurred during use. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.